Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon deflation and withdrawal difficulties occurred. The 80% stenosed lesion was located in a non-calcified and non-tortuous mid left anterior descending artery. The lesion was predilated with a 2.0x12mm non bsc balloon. A 2.50x20mm taxus liberte' drug eluting stent was advanced to and deployed in the lesion at 14 atms for 14 seconds. The stent balloon inflated on the first attempt successfully, but took approx one minute to deflate. Once then balloon deflated completely, the physician encountered balloon withdrawal difficulties. It took the physician an additional 2-3 minutes to extract the balloon from the stent. In an attempt to dislodge the balloon from the stent, the physician pushed the balloon forward, pulled it back and eventually had to remove the wire, guide and delivery balloon out together as the guidewire and guide catheter had deep seated during the process. No further pt injuries or complications occurred. Pt's status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).